Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 they were unable to obtain readings from cgm. Patient's blood sugar was higher than cgm limits. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).